Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated some instances of the sterile interface module (sim) being removed while docked, prior to the bipolar fenestrated grasper being removed, which can indicate that there were some difficulties separating the bipolar fenestrated grasper from the sim. An error code was observed which occurs when the arm cart assembly is docked without a sim attached to it. However, the system does not directly track the amount of force that is used to attach or detach an instrument. Evaluation of the bipolar fenestrated grasper. Noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the bipolar fenestrated grasper was difficult to remove. Managed to remove the bipolar fenestrated grasper and change it with a new one, and the procedure was continued. No injury to the patient.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, the bipolar fenestrated grasper (bfg) was difficult to r emove. The staff managed to remove and change the bfg with a new one, and the procedure was continued. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.